Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the catheter was found with the two torn, one in the suture hole and the other in the shaft, additionally, the shaft was detached. No other problems with the device were noted. The reported event was confirmed. During manufacturing process the units are inspected in order to detect or avoid defects however, there is no control in how devices are handled in the field. Additionally, the stent returned without the suture string, the stabilizer and the positioner. Outside the original pouch, it is evidence of the stent was manipulated. Therefore, the failures found shaft detached, suture hole and shaft torn are issues that could have been generated by the user or due to the interacting of the device with the suture string during use and manipulation. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was to be used in a transureteroscopic holmium laser lithotripsy procedure in the renal pelvis performed on (B)(6) 2021. During preparation, when the physician unpacked the percuflex plus ureteral stent, it was found fractured. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was to be used in a transureteroscopic holmium laser lithotripsy procedure in the renal pelvis performed on (B)(6) 2021. During preparation, when the physician unpacked the percuflex plus ureteral stent, it was found fractured. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.